Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least ten applications were performed with balloon catheter, 2af284 with lot number 69610, and six applications with electrophysiology (ep) catheter, 239f3 with lot number 90760, without any issues on the date of the event. In conclusion, clinical issues were encountered during the case. There is no indication of relation of adverse event to the performance and malfunction of the product. The physical product was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of a cryoablation procedure, the patient¿s blood pressure dropped and a pericardial effusion was observed. The patient remained under observation and the issue resolved on a later date. The case was already completed with cryo. No further patient complications have been reported as a result of this event.